Event description:
A physician reported a pt was administered a second skin test in the left forearm on 11 november 1998. On or about 11 december 1998, the pt reported local symptoms of redness and slight firmness at the test site; the pt denied itching. On or about 13 december 1998, the pt described the test site as 'quarter-size" and also reported some nausea. No medical or surgical intervention was prescribed at that time. On 16 december 1998, the pt continued to have intermittent symptoms at the test site. The physician advised the pt to take oral benadryl. The physician diagnosed the local test site symptoms as hypersensitivity related and believed the nausea was possibly related to the collagen.